Event description:
It was reported that during a nephrectomy procedure, the device was fired and the blade would not return to the home position. The manual override was used and it did not work. It is unknown if they tried the reverse switch. They called the sales rep and the device had already been removed. It is unknown how the device was removed. The firing and the color of cartridge being used is unknown. The case was still going on at the time of the call and patient consequences are unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was received for analysis with an ecr45w cartridge loaded on the device fully fired. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. Event could not be confirmed as the device opened without any difficulties noted. The knife reverse button force worked properly during testing. The manual override worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the knife reverse switch tried prior to using the manual override? Knife switch was tried before using manual over ride. Did the device eventually open? Device did open eventually if the device did not open how the device was removed from the tissue? On which firing did the event occur? Would not open after first firing attempt what color cartridge was being used? White the following information was requested, but unavailable: how was the case completed? What is the current status of the patient? Did the post-operative care change based on the event?